Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the scale markings faded. The following information was provided by the initial reporter: syringe in packaging with fading graduations despite good storage conditions.

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - one photo and one 10ml syringe (p/n 300912) in a partially opened blister pack from batch 1239261 was received. The sample was visually evaluated. A large scrape from the 5ml grad line down to the 9ml grad line. The scrape also removed a large portion of the print. The observed conditions were non-conforming per product specification. Potential root cause for the barrel damage and missing print defects is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1239261 is considered in compliance with our product specification requirements. The aql¿s for barrel damage and missing print are 0.25% and 0.65% respectively. The defective rate identified is 7 out of 420,000 which is (B)(4). These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1239261 is considered in compliance with our product specification requirements. A review of the complaint lot history check was performed and this is the 3rd related complaint reported with the defect/condition of scale marking issue with this lot # 1239261 no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for this batch # 1239261 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd plastipak¿ syringes the scale markings faded. The following information was provided by the initial reporter: syringe in packaging with fading graduations despite good storage conditions.